Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, the weight the device within specification and crease fold. Cloudy in the gel observed, after autoclave cycle. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare provider called to report a right side capsular contracture baker grade IV. The device remains implanted.